Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the customer's most recent charge was unable to confirm the depletion issue. The battery gauge was observed to charge from 35% to 100% within 2 minutes. The customer¿s blood glucose (bg) level was 329 (mg/dl). A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.